Event description:
Device malfunction: none. Symptoms/ae: allergic reaction, pain. Time of symptoms/ae: after the closure procedure. Consumer medwatch report received that states "volun 10/9/07: abbott starclose vascular device placed on femoral artery in 2007 after heart catheterization. Was not told this device would be used. I have never heard of it until after the procedure and was handed a pamphlet that told me about it not from the mouth of the dr. I began almost immediately with severe pain down my leg, nauseous, redness, blisters, rash and itching. These are all surrounding the area of where the starclose was inserted on the artery. It has been exactly one week and all my symptoms worsen each day. I have been put on medicine to help the reaction but unfortunately none are helping. Here are issues that need to be addressed with abbott and drs that pts should be told about these devices before not after the fact. We should have the option to not have them placed in us. Quesitons need to be asked if the pt has any allergies to the components these are made of. I am highly allergic to nickel (sic). Never was I told about this device or asked if I was allergic to nickel. This device will now have to be removed from my body. I feel that not enough complaints are being made against these companies who have made these devices and something needs to be done to address many issues. No additional info, including consumer contact identification, was provided. Therefore, we were unable to complete a follow-up investigation.

Manufacturer narrative:
The customer reported the device remains in the anatomy. The lot number was not identified; therefore, a device history record review could not be performed.